Manufacturer narrative:
Na.

Event description:
We received an allegation of discrepant results for 4 patient samples tested for creatinine jaffe gen.2 (crej2) on a cobas pro c 503 analytical unit. Patient 1 initial crej2 result was 6.6 mg/dl. This result was reported outside of the laboratory where it was questioned by the doctor. On (B)(6) 2022 the sample was repeated with a result of 2.8 mg/dl. The customer then pulled other patient samples that had been run around the same time as patient 1 and repeated them on (B)(6) 2022. Discrepant results were identified for 3 patient samples. Patient 2 initial result was 5.1 mg/dl. The repeat was 2.4 mg/dl. Patient 3 initial result was 6.6 mg/dl. The repeat result was 2.5 mg/dl. Patient 4 initial result was 3.1 mg/dl. The repeat result was 1.8 mg/dl. The initial results for patients 2-4 were reported outside of the laboratory. The repeat results were believed to be correct. The crej2 reagent lot number was 627775. The expiration date was not provided.

Manufacturer narrative:
Precision testing was performed with acceptable results. Calibration was last performed on 07-oct-2022 with acceptable results. Qc was acceptable. There is no indication of a reagent or instrument performance issue. The alarm trace data suggest a pre-analytical issue. There were many "abnormal aspiration", "sample probe abnormal aspiration", "sample foam detection" and "sample short" alarms on the day of the event. Based on the limited information provided, the specific cause of the event could not be identified. The investigation determined the customer's results are consistent with a pre-analytical handling issue.